Manufacturer narrative:
The customer's complaint was verified. The fault was isolated to the lcd pcb. (B)(4).

Event description:
It was reported to covidien that the unit's display was missing segments digits and letters. No pt involvement was reported.